Event description:
Had avaulta plus mesh implanted on above date for bladder incontinence. Have had lower back pain which radiates to the side and lower left pelvic region. Have never had incontinence problems. Dr felt since he was doing hysterectomy that issues would come up later down the road. Now I have urinary incont. Issues along with pain every day. I am begging you to please take this product off the market. I now can no longer run, do any type of physical labor or strenuous activity without terrible pain. I have trouble sleeping at night due to the pain. This is daily pain. Not just every now and then. I also have pain during sex. What used to be enjoyable with my husband of is now very painful. I have never been on medication all my life, and now am on pain meds and cannot enjoy things with my family and children. This product disables you and changes your life dramatically. Please remove it from the market. Dates of use: present day 2007 -- 2008. Diagnosis or reason for use: pelvic floor. Urinary incontinence.